Manufacturer narrative:
The investigation confirmed that the size locking knob had broken as reported. The failure of the size locking knob is due to the over-moulding and is suspected to be associated with residual stresses in the polymer. The polymer used has now been changed from radel to avaspire per eco 415569 as a running change for future batches. The new material is less likely to crack due to it being a glass filled material which is less susceptible to residual stresses and is resistant to crack propagation. The complaint shall be closed with a justified conclusion; it shall be entered onto the complaints database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Device received from leeds and placed in (B)(4) secured storage the investigation confirmed that the size locking knob had broken as reported. The failure of the size locking knob is due to the over-moulding and is suspected to be associated with residual stresses in the polymer. The polymer used has now been changed from radel to avaspire per eco 415569 as a running change for future batches. The new material is less likely to crack due to it being a glass filled material which is less susceptible to residual stresses and is resistant to crack propagation. The complaint shall be closed with a justified conclusion; it shall be entered onto the complaints database and monitored through trend analysis.

Event description:
The red handle on the top of the sizing guide broke off completely off while the doctor was tightening the sizing guide down. The plastic broke. We opened another set and while the doctor was tightening the second guide down the red plastic tightened cracked. He was still able to size the femur.